Event description:
This is a female with a history of having had a port placed in 1998 for IV treatments of letterer - siwe disease. The port was working well until recently when the staff noted that they could no longer flush the port or give her infusions. Therefore, she was taken to surgery in 2007 for removal and replacement of a malfunctioning port. She did tolerate the surgery well and was discharged to home the same day in stable condition. This is a pt who was referred over to our office by dr. With a malfunctioning port-a-cath. Pt has a long time history of at least ten years of requirement of intravenous infusions for treatment of her letterer-siwe disease. She requires two IV infusions per week. She has had a port-a-cath in place for the last ten years that has worked well, but recently they are not able to flush her port or give her infusions. She states she has not had any pain or other symptoms associated with her port-a-cath. She has noted that she gained weight when she was on steroids and now her port-a-cath seems deeply embedded "fat". Her next intravenous injection is due on three days later.